Manufacturer narrative:
The devices were not returned for evaluation; they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed. Seven catheters were of the model number 931f75. The remaning catheters were reported as unknown swan-ganz catheters.

Event description:
This is a compilation of (B)(4) complaints over a time period of three years. The facility reports that since their recent switch to non-heparinized swan ganz catheters they have experienced an increase in the presence of blood clots when they are removing blood from the side arm of the introducer. The events are occurring during open heart surgeries in which auto transfusion is used. A 9fr arrow sheath is placed in the patient and a swan ganz catheter is inserted prior to these cases. A blood collection bag is attached to the side arm and approximately 900cc's of blood is removed from the patient prior to systemic heparinization. The blood removal typically takes from 5 to 10 minutes. Despite the presence of a citrate compound and anti-coagulant in the blood collection bags, clotting is being seen in the bags when the removal of blood lasts closer to the 10 minute timeframe. The facility reports that, since switching to non-heparinized swan ganz catheters, the instances of clots in the blood collection bag has increased from 1% to 20%. When a clot is noted in the blood collection bag, re-infusion of the patient's blood cannot be performed. There have been no adverse events related to this issue.